Event description:
It was reported that this pacemaker exhibited undersensing and low amplitude. The device was reprogramed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: it was now determined that this device did not exhibit a malfunction and this is not a reportable event anymore. (Last emdr 2124215-2022-20768).

Event description:
It was reported that this pacemaker exhibited functional undersensing. The device was reprogramed and remains in service. No additional adverse patient effects were reported.